Event description:
It was reported on (B)(6) 2016 from nurse that she saw the patient on (B)(6) 2016 and the patient¿s impedance was under 600 ohms. She said she immediately checked the impedance again twice more, and both times it was over 800. No patient adverse events were reported. The patient will be monitored. No additional relevant information has been obtained to date.

Event description:
X-rays of the patient's device were received and reviewed by the manufacturer. The generator was placed close to the patient¿s clavicle but was otherwise normal in the left chest. The lead pin was observed to be fully inserted inside the connector block. The filter feedthrough wires appeared intact. The lead was observed in the neck and chest. The strain relief bend was not present. A strain relief loop was present. It appeared that only one tie-down was present on the strain relief loop. It was difficult to assess the continuity of the lead in several locations, but it appeared that a lead discontinuity may have been present in a portion of the lead near the generator. No sharp angles or other discontinuities were observed in the images. Visibility of the lead was lost at the connector pin, so it was difficult to assess whether the lead was intact at the connector pin. A significant portion of the lead appeared to be routed behind the generator. The cause of the patient¿s low impedance could not be determined with the images provided; however, a lead discontinuity may have been present in a portion of the lead near the generator. Additionally, the presence of a microfracture and/or other lead discontinuity could not be ruled out. The nurse reported that the patient did not appear to be experiencing pain or other adverse events. The impedance value reportedly had fluctuated between normal and low impedance at recent clinic visits. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery due to the low impedance. The explanted lead and generator were received by the manufacturer, but analysis has not been approved for the devices to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #02 inadvertently reported incorrect return status of suspect device available for evaluation?, corrected data: follow-up report #02 inadvertently reported incorrect return status of suspect device evaluated by MFR?, corrected data: follow-up report #02 inadvertently reported incorrect return status of suspect device evaluation codes, corrected data: follow-up report #02 inadvertently reported incorrect return status of suspect device, leading to incorrect results and conclusion coding

Event description:
It was clarified that only the generator was received for analysis. Analysis was approved for the generator. The data was downloaded from the generator and reviewed. The data revealed that the last 62;25% increase in impedance, observed on the date of explant, confirmed that low impedance was observed prior to device explant. Various electrical loads were attached to the generator and diagnostic testing was performed and returned the expected accurate results in all instances. The generator performed according to functional specifications. No additional relevant information has been received to date.